Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for non-malignant pain. On 2019-jun-14, it was reported that the patient slept for 10 to 12 hours on (B)(6) 2019 and on (B)(6) 2019. The patient noted that they never sleep more than 3 hours. The patient reported that they would wake up "drugged up beyond belief", throwing up everything, sweating profusely, and sleeping even more. According to the patient, they throw up/sleep all day. The patient noted that they would wake up "soaked in urine" from sleeping 10 to 12 hours. The patient attributed this to a morphine overdose, stating that they are "being put into morphine overdosing" every 10-14 days. The patient also reported that they were paralyzed and needing surgery. The patient noted that they had been having pump malfunctions every 7 to 14 days. The patient reported that "I'm a nervous wreck", noting that they are scared and worried that they may not wake up one day. The patient reported that they have a personal therapy management programmer (ptm) which they no longer use, but the issue is still happening. The patient was reportedly having a dye study performed on (B)(6) 2019 and had spent the night in the hospital on (B)(6) 2019. No further complications were reported.